Manufacturer narrative:
E.1.(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Eua(B)(4).

Event description:
It was reported when using the bd sars-cov-2 reagents for bd max¿ system, a discrepant result was obtained for one (1) sample. Initial testing of the sample produced a not detectable result. Upon repeating the same sample, a detectable result was then obtained. There was no report of patient impact. Eua(B)(4).

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system (ref. 44500301) lot: 2340529 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system kit indicated that lot: 2340529 was manufactured according to specifications and met performance requirements. The retain material of bd sars-cov-2 reagents for bd max¿ system kit from lot: 2340529 was tested and the results were as expected. The reagent performed as expected. Customer reported discrepant results on one sample with the bd sars-cov-2 reagents for bd max¿ system kit. According to the customer, the sample initially gave a negative result, with abnormal curves, but when repeated, a cov-2 positive result was obtained. Customer provided two runs (348 and 349) from instrument ct2307 for investigation. Manual pcr curve adjudication was performed. Analysis of the pcr curves showed shaky and abnormal curves for sample in run 348 in position b10, as described by the customer. For this sample, early CT values (17) for the n1 and n2 targets but low endpoint fluorescence values (456 and 277) were obtained. Since the bd sars-cov-2 reagents for bd max¿ system algorithm uses a dynamic threshold, the threshold value required to call a positive result varies depending on the CT value obtained. To be called positive, with a CT of 17, the endpoint must reach at least a value of 482, explaining why the sample was not identified as cov-2 positive. Moreover, when sample b10 was compared to the other samples of the run, a lower fluorescence initial value in raw was observed in all channels for this sample, suggesting that the corresponding well could be improperly filled, which could explain the abnormal curves. Nevertheless, in this sample, the amplification curve for the rnasep (used as sample processing control) reached the threshold value to be considered valid by the algorithm, explaining the cov-2 negative result. The sample was repeated in run 349 in position a5 and gave a cov-2 positive result, without anomaly in the pcr curves. Based on the investigation, the reagents performed as expected. Although bd was unable to identify the cause for the abnormal curves, the issue seemed isolated to this event and no reagent issue was suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ system kit lot: 2340529. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported when using the bd sars-cov-2 reagents for bd max¿ system, a discrepant result was obtained for one (1) sample. Initial testing of the sample produced a not detectable result. Upon repeating the same sample, a detectable result was then obtained. There was no report of patient impact. Eua: (B)(4).